Event description:
Healthcare professional reported left side implantation of seri and concomitant breast implant on or around (B)(6) 2014. Post-implantation on (B)(6) 2014, patient presented with "a delayed reaction of moderate left side redness only where the seri surgical scaffold was placed". Treatment for erythema included antibiotics. Device remains implanted and is unavailable for return.

Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. The event of erythema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.